Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. Insulin pump received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the numbers were ramping on the customer's insulin pump. It was also reported the scroll bar was moving up or down without input from the user. Customer was asked to return their insulin pump. No additional information provided.